Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of a system error 2240. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. There was patient involvement at the time of the alarm. The patient cycled the power on the homechoice off/on and the device turned back to initial. Technical service representative assisted the patient to check event log of the device and system error 2240 has been seen. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient has not disconnected/reconnected from the device. Technical service representative assisted to patient to end his therapy. All disposables were discarded. Call center advised to patient to perform manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.